Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent procedure with a thermocool® smart touch® sf bi-directional navigation catheter and half way into the procedure an error 106, "force sensor error" was displayed. There was no force reading on the carto 3 system and the screen flashed red for high force readings. Changing the catheter resolved the issue after a cable change failed to do so. There was no patient consequence was reported and the reported error codes are not considered reportable issue. On (B)(6) 2018, the biosense webster inc. (Bwi) failure analysis lab (fal) received the device for evaluation. Initial visual analysis found ¿a reddish material found under the pebax. No damages were found on the pebax or the catheter¿ the issue of reddish material was assessed as not a reportable issue. On (B)(6) 2018, further product evaluation which included scanning electron microscope (sem) testing found, ¿evidence of mechanical damage, stress marks and a hole on the surface of the pebax.¿ the issue of a hole being found on the pebax is considered a reportable malfunction. As such, the awareness date for this record is (B)(6) 2018 because this is when the reportable malfunction was identified by the bwi failure analysis lab.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent procedure with a thermocool® smart touch® sf bi-directional navigation catheter and half way into the procedure an error 106, "force sensor error" was displayed. There was no force reading on the carto 3 system and the screen flashed red for high force readings. Changing the catheter resolved the issue after a cable change failed to do so. There was no patient consequence was reported. The device was visually inspected and it was found reddish material inside the pebax, no damage was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).